Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling. (B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous distal right coronary artery (rca). A 2.75 x 37 mm non-abbott stent had already been implanted in the mid rca. A 2.0 x 15 mm mini trek and a 3.0 x 15 mm nc trek were used for pre-dilatation. A 2.5 x 12 mm xience prime stent delivery system (sds) was being advanced to treat the distal rca when the sds could not advance through the previously placed stent. During removal, the stent could not be pulled back through the guiding catheter. An attempt was made to remove the guiding catheter, guide wire and sds as a single unit. The xience prime shaft was cut to remove the sds from the guiding catheter. The same guiding catheter was re-inserted and a new 2.5 x 15 xience prime was implanted in the distal rca to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4).